Event description:
One month post-procedure, a cat scan revealed that the palmaz stent had migrated in the endograft. Pt went to the or for repair of a descending thoracic aortic transaction repair via endovascular approach. The case was performed in 2009. The gore endograft (tag graft) was placed without incident. The physicians were a little concerned by a small bird-beak of the inferior edge of the tag graft, as well as the movement of the graft's inferior aspect with each systole and decided to place a palmaz stent inside the proximal edge of the tag graft. The palmaz stent was placed on a 32mm cook coda balloon, fully expanded without incident. The pt did well postoperatively and discharged. The pt was referred back to physician one month post procedure because he had gotten plain film x-rays of his abdomen/chest by his chiropractor showing a foreign body just below the diaphragm. The pt underwent an angiogram and it was determined that the palmaz stent had migrated, flipped sideways and lodged in the visceral segment of his aorta. Physician was able to right the palmaz stent so, it was in proper orientation within the lumen of the aorta. He then dilated the palmaz stent again with a medtronic reliant balloon. There is a cta which was done one month post procedure which also shows the palmaz stent migrated. The pt is doing well without any other complications or secondary procedures.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.